Manufacturer narrative:
On 4-nov-2025, bwi received additional information regarding the event. The event occurred during the procedure but was observed post procedure. The act (activated clotting time) respected according to IFU (instructions for use) at the beginning of the procedure. It was not a pv (pulmonary vein) stenosis but pv dissection. The patient was under observation for 5/6 days. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-dec-2025, bwi received additional information indicating that the physician¿s opinion on the cause of this adverse event was rigidity of catheter. The stiffness of the tip, shape of the catheter, not adapted for his workflow. The h6 medical device problem code has received the additional code of "physical resistance/sticking" (a0509). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).

Event description:
During right inferior pulmonary vein ablation procedure with a varipulse catheter, the patient experienced a dissection. The patient had a CT (computed tomography) scan to understand the cause of bleeding. Medication was administered to control the bleeding. The patient's condition was stable and improving. The adverse event was reported a day later by the physician, as the complication had not been observed immediately. This adverse event was discovered post use of bwi products. The physician¿s opinion on the cause of this adverse event was the rigidity of catheter. The intervention provided was paroxysmal afib (atrial fibrillation). The outcome of the adverse event was fully recovered with no residual effects. The patient required extended hospitalization because of the dissection. No sheath and catheters exchanged noted. One transseptal puncture site was performed during the procedure. The number of performed pf ablations were between 14-18 all in the pulmonary veins. None outside the pulmonary veins. The force sensing ablation catheter used was varipulse. A follow up CT scan was performed to determine a diagnostic cause.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31663371l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).